Event description:
Customer reports that she obtained results of 172 mg/dl, 125 mg/dl, 90 mg/dl and 86 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used on this vial of strips. No strip info provided. Requested return of suspect device and replacement was sent.